Event description:
Journal reference: piacentini et al. "Mood disorder following dbs of the left amygdaloid region in a dystonia pt with a dislodged electrode." Movement disorders 2008;23(1):147-150. The authors present a case report of a pt with downward migration of the electrode during dbs treatment for dystonia. The pt had resultant recurrence of dystonia and pain and depression and psychotic symptoms. Reportable event: a male with primary generalized dystonia had dbs placed in 2005 for severe dystonia with major trunk involvement and lumbar lordosis, which was a source of intense pain. Nine months later, the pt presented with a 4-month history of recurrence of dystonia and pain (i.e., 5 mos after implantation). Additionally, the pt's mood deteriorated and the pt was depressed, irritable, had rage, anxiety, loss of appetite, and suicidal ideation. Electrode migration was confirmed by MRI, CT, and skull x-ray. The left electrode tip was no longer in the gpi, but moved to the region of the amygdala. The left electrode was turned off and surgically removed. A new electrode was placed. The pt's dystonia improved soon after implant. Behavior and mood abnormalities improved gradually.